Event description:
On saturday, 6/21/97, at approx 9:25p.m. The resident was found on the floor after attempting to get out of bed. The bed alarm failed to sound alerting the nursing staff. The resident was found with her head resting between the mattress and the bedrail. The coroner's office was called but the nature of her death has not been determined as of this writing.